Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the bd alaris system was not providing low battery alarms and an infusion being stopped due to battery depletion. Although requested, no further information has been provided to date.